Event description:
The pt was implanted with an extended lead lvad in 2003. In 2003, the hosp informed the MFR that in 2003, the pt's lvad system controller inadvertently had become disconnected from the lvad percutaneous driveline when getting out of bed. The lvad percutaneous lead was reconnected to the lvad system controller. In 5/2003, the hosp replaced the system controller and returned it to the MFR for eval. The pt remains ongoing on lvad support while awaiting a heart transplant.